Event description:
It was reported potassium (30 meq/100ml) was programmed as a secondary infusion to infuse at a rate on 100 ml/hr over one hour, however the medication "just flowed in all at once". There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported potassium (30 meq/100ml) was programmed as a secondary infusion to infuse at a rate on 100 ml/hr over one hour, however the medication "just flowed in all at once". There was patient involvement however no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.